Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank and changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/27/2013 with the following findings: the complaint of the blank display screen was not able to be duplicated during testing; the display screen was fully illuminated and fully functional at startup. There were multiple call service alarms found in the pump history. The pump was exercised for 24 hours with no alarms occurring and the slave processor uploaded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.